Event description:
The customer reported a leak from the pressure-sensing disc from a syringe pump extension set. The nurse reported that a small amount of heparin leaked out of the tubing. There was no report of patient harm. The customer was unable to provide any further information of the event.

Manufacturer narrative:
The customer¿s report of a leak at the pressure sensing disc was confirmed. Visual inspection of the set¿s pressure sensing disc noted damage to the membrane film. During functional testing a leak was observed as fluid flowed through the pressure disc. No leak was observed from anywhere else on the set. The root cause of this failure was identified as a manufacturing issue due to an inconsistent weld along the circular edge of the pressure sensing disc.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4)